Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) display is flickering on and off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and was able to confirm the reported issue. The fse found the ribbon cable on the display was loose. After the fse tightened down the cable, they testes the unit and found the unit to work to manufacturer specifications. The unit passed all functional testing. The unit was then cleared for use.

Event description:
N/a.